Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was an issue with irrigation and aspiration (I/a) fluid flow during a cataract with intraocular lens implant (iol) procedure. The surgery was completed after replacing the system. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue by switching the unit with another to complete the case. The request for service was subsequently cancelled by the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 13, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).